Event description:
It was reported that telemetry was either poor or none for any device. The programmer rf head was replaced, with the same problem. No patient complications were reported as a result of this event. Another programmer was used, without issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported telemetry issues. A circuit board was found to be out of specification. It was also observed that the power cord bay latch was broken off. (B)(4): analysis found that the programmer rf head passed all testing. It was noted there was ruptured insulation on the cable, with exposed wire. (B)(4): no anomalies were found. The programmer rf head passed all testing.